Event description:
It was reported that the patient experienced unspecified issue with a male sling system. A new ams 800 artificial urinary sphincter was implanted.

Event description:
It was reported that the patient experienced unspecified issue with a male sling system. A new ams 800 artificial urinary sphincter was implanted. Additional information received stated that the complaint is against promedon product and not a bsc product. Therefore, bsc does not have a regulatory obligation to report it.